Manufacturer narrative:
(B)(4). The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a scheduled pacemaker system implant procedure, this right ventricular (rv) lead had become dislodged and required repositioning. Following repositioning and reconnection of the rv lead into the pacemaker device header, an extra intracardiac signal was observed on the rv channel following the atrial signals. These extra signals were oversensed by the device. It was also noted that the rv pacing signals had a wide morphology. As a result, the physician elected to use a new pacemaker device of the same model and a new rv lead of the same model. The new products were successfully implanted prior to pocket closure. After the new pacemaker and rv lead products were implanted, the electrogram (egm) looked cleaner but the extra signal was still observed, though it was not sensed by the device. The signal was noted to be observed when using the automatic gain control (agc) feature but it was not observed when using a fixed output and sense programming. The egm was noted to be clean at the post-operative check the following day. No additional adverse patient effects were reported.

Event description:
It was reported that during a scheduled pacemaker system implant procedure, this right ventricular (rv) lead had become dislodged and required repositioning. Following repositioning and reconnection of the rv lead into the pacemaker device header, an extra intracardiac signal was observed on the rv channel following the atrial signals. These extra signals were oversensed by the device. It was also noted that the rv pacing signals had a wide morphology. As a result, the physician elected to use a new pacemaker device of the same model and a new rv lead of the same model. The new products were successfully implanted prior to pocket closure. After the new pacemaker and rv lead products were implanted, the electrogram (egm) looked cleaner but the extra signal was still observed, though it was not sensed by the device. The signal was noted to be observed when using the automatic gain control (agc) feature but it was not observed when using a fixed output and sense programming. The egm was noted to be clean at the post-operative check the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.